Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova deutschland manufactures the heater-cooler system 3t. The event occurred in (B)(6). The laboratory report has been provided. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova deutschland received a report that an heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. The customer requested deep disinfection procedure. The analyzed sample was taken from the unit on (B)(6) 2018 and the device resulted to be positive to the mycobacterium chimaera on (B)(6) 2019. There is no known patient involvement.

Manufacturer narrative:
Through follow up communication liva novadeutschland learned that the device was placed inside the operation theatre during use with the fan of the device positioned opposite to the patient and an estimated distance between the surgery field and the device of three meters.